Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant low inratio values. On (B)(6) 2014: inratio 2.6 (patient's self tester's meter), inratio 2.9 (nurse's inratio meter), lab 5.1. Time between testing 45 minutes between two inratio tests and lab draw. On (B)(6) 2014: inratio 1.6, lab 2.8. There was 20-30 minutes between testing. Patient's therapeutic range 2-3. Coumadin dosage adjusted based on (B)(6) 2014 lab results. On (B)(6) 2014 and (B)(6) 2014 patient did not take coumadin.